Event description:
It was reported that this pacemaker system exhibited high out-of-range pacing impedances measuring greater than 2000 ohms on the right ventricular (rv) lead which triggered a lead safety switch (lss). Technical services noted there was a gradual increase in pacing impedances. The patient was seen in the clinic and there was observations of noise. Additionally, it was noted there was a stored signal artifact monitor (sam) in which the minute ventilation (mv) sensor was disabled due to electromagnetic interference (emi). Technical services recommended to increase the upper rate limit to 3000 ohms. At this time, the health care professional will continue to monitor. The device and rv lead remains in service. No adverse patient effects were reported.